Event description:
It was reported by service report that the hydraulic sub-assembly manifold was leaking from one of the allen head screws area. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other: hydraulic sub-assembly.